Event description:
Related manufacturer reference number: 2017865-2024-40386. Related manufacturer reference number: 2017865-2024-40388. It was reported that the patient presented for an implant procedure. During the procedure, while attempting implantation, the patient deceased due to hemorrhaging.